Manufacturer narrative:
The intraocular lens sample was returned to manufacturer for evaluation. The returned lens was received in a zip lock bag. Visual inspection revealed that the lens was cut at the haptic site, most probably to make explant possible. The lens was contaminated, dust particles were present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. The lens was inspected again using 12 x magnifications and no abnormality was found on the returned lens. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint related test is the cosmetic inspection performed at final inspection. The in-line optical inspection data shows the lens is within power specification; the lens met the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu contains a specific section on lens centration, related visual disturbances and precautions. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient experienced blurred vision in her left eye after implantation of a zlb00 16.5 diopter intraocular lens (iol). The lens was explanted in a secondary procedure requiring an incision enlargement to 4.0. No vitrectomy or suturing were performed. Proximal haptic was amputated and optic was removed. No other patient injury was reported.